Manufacturer narrative:
The complaint record was inadvertently voided and therefore a duplicate complaint has been created. The report number 9612030-2016-00109 previously submitted has been replaced with report number 9612030-2016-00114. All subsequent reports will be captured in this new complaint record.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states there is a brown, sticky contaminant on the syringe. The customer states that the substance can be scratched off and is not embedded within the syringe.

Manufacturer narrative:
Submit date: 6/13/2016. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no not-conforming issues reported during the manufacturing of this product for a similar condition as reported in this complaint. Two pictures were provided. After a visual inspection the issue reported was which confirmed that there was a brownish film that is stuck to the plunger. The likely root cause is that the contamination was generated due a detached flash from the red tip coiled in the syringe tip. This assembly is not performed in the manufacturing process; the operation is a pick and place automated process and there is no other assembly operation where the syringe gets contaminated. Root cause provided by our supplier: the root cause for grease on the syringe plunger is the components coming into contact with machine parts exhibiting oil/grease during the ejection process. When plunger components are released from the plunger mold line, parts were observed to be vulnerable to coming into contact with the bottom tie bars of the machine press. Oil or grease residue from the tie bars may thus potentially adhere onto the plunger as they eject and fall onto the conveyor to continue towards the assembly process. The personnel were notified of this issue. The inspection level in incoming inspection was changed from normal to tighten. Sleeves were added to the uncovered tie bar covers of machine presses as applicable throughout the syringe focus factory. This prevents direct contact between ejected molded components and machine parts in their ejection trajectory that may result in contaminant such as oil or grease coming onto the finish good. As further corrective action, cleaning of these tie bar covers was added to the weekly cleaning schedule as well as the cleaning log, and standard work for cleaning the molding presses was created.